Event description:
It was reported that the pt has never had therapeutic effect and no symptom relief since implant. The nurse increased the stimulation up to 1.7, which caused too strong of stimulation down the pt's left leg. The stimulation was in the wrong location. The stimulation was turned back down to 1.5. When the nurse pressed the sync key the pt felt a surge and then it subsided. The nurse pressed the sync key again and the pt felt an uncomfortable surge. The stimulation was turned off and the pt continued to feel stimulation. Further info is being requested from the hcp.